Event description:
As reported, the vista brite tip ig introducer guiding catheter was inserted with the introducer in place. When the physician tried to take out the introducer, it would not come out. The hub then came off the introducer when they tried to get the introducer out. The patient was then successfully treated with another sheath. The patient was not hurt. No patient or procedural information was provided.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
As reported, the vista brite tip ig introducer guiding catheter was inserted with the introducer in place. When the physician tried to take out the introducer, it would not come out. The hub then came off the introducer when they tried to get the introducer out. The patient was then successfully treated with another sheath. No patient or procedural information was provided. There was no report of patient injury and the device was returned for analysis. One non sterile unit of intro g 7f rdc I 55cm .035" was received for analysis inside of a plastic bag with a vessel dilator with molded hub detached (molded hub and a small portion of vessel dilator body were received inside of a small plastic bag). The guiding catheter was received coiled but without kinked/bent. No other visual anomaly was observed on the received units. The guiding catheter ID was measured at several locations and the vessel dilator od was measured at several locations and results were found within specification. The vessel dilator was sent to analysis in order to identify the cause of hub separation and the results show that: 'the hub/body surfaces presented evidence of elongation at the surroundings of the separation. Elongation is a common characteristic of pieces which were stretched/ pulled until separation. Stretching/ pulling could have been related to these separation characteristics; however this could not be conclusively determined. The exact cause of the hub and body separation could not be conclusively determined¿. The guiding catheter (gc) was flushed with water and the vessel dilator portion without hub was inserted on it, the vessel dilator advanced through gc without any difficulty, no resistance or friction was felt during insertion/withdrawn. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure 'catheter (body/shaft)-withdrawal difficulty-through sheath' was not confirmed since no resistance or friction was felt during insertion/withdrawn test. The reported customer complaint of vessel dilator hub separation was confirmed through analysis; however the exact cause of this event could not be conclusively determined. With the limited information provided it is not possible to determine an exact cause for the failure experienced by the customer. There is nothing in the analysis or the device history report review to suggest that there is a design or manufacturing related issue therefore no corrective action will be taken.